Manufacturer narrative:
.

Event description:
The patient presented to the emergency room and upon interrogation the shock impedance for the right ventricular (rv) lead was high and out of range at 178 ohms. Boston scientific technical services (ts) was consulted and found that the impedance had been high and out of range since the beginning of this year. It was noted that the impedance had increased gradually since implant. It was also noted that there had been previous shock impedance issues at implant. The findings were discussed with the physician whom noted that the patient was very sick and no diagnostic testing could be done at this time due to his poor health. The physician said he would re-evaluate the patient in a few days. However, the field representative was not able to find out any further information as to if a follow up did occur. At this time the rv lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported with the recent incident.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the lead and implantable cardioverter defibrillator (ICD) were explanted approximately four months later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during the revision procedure for normal battery depletion when the right ventricular (rv) lead was inserted into the header of the new device, the shock impedance measurement increased to 200 ohms. The connections were check and the device was placed back into the pocket. The only configuration that showed out of range impedance measurements of 200 ohms was coil to coil. All impedances in other configurations were within normal limits. At that time the physician left the device programmed distal coil to can. Twelve days later the patient underwent defibrillation threshold (dft) testing with the distal coil to can configuration. The shock impedance measurement was within normal limits in the low 100 ohm range and the device successfully converted with a 21 joule shock and 73 ohms impedance for the shock event. Thus the system was left programmed distal coil to can. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.